Event description:
During a ptca procedure, the balloon catheter became stuck on another company's guide wire during advancement just prior to entering the patient. During removal of the guide wire, the catheter's shaft separated at the rx notch. The inner diameter of the device was thought to be too small because another voyager balloon catheter of the same size was used in the procedure successfully. No additional event or patient information was available.